Event description:
It was it was reported that during a da vinci-assisted surgical procedure, the customer reported the surgeon felt a loose feeling and the large needle driver could not grip the thread well. It did not operate as the surgeon intended. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the surgeon's head was inside the console. The issue occurred when the surgeon was attempting to manipulate instruments from the surgeon console. No failure related to inability to move the instrument. The movements of the surgeon scale appropriately to the instrument. Instrument did not move in the intended direction. Timing of instrument movement was appropriate. No shakiness, no instrument and no arm interference. No external collisions occurred. Issue was persistent. No injury. Instrument was inspected prior to use.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The large needle driver was tested on an in-house system. The instrument passed the suturing/needle handling test. The instrument passed the recognition a engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found.